Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during testing, both the audio tone and vibratory alarms functioned properly. The pump passed a sound test. The vibratory feature was also tested and passed. The complaint was not duplicated during testing.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that a dual alarm failure on the pump. The reporter indicated that the audible tone alarms had no sound. During troubleshooting, the pump vibration function was indicated to be not functioning as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.